Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. The instrument was found to have charring and localized melting of both bipolar yaw pulleys, in the space between the grips. The instrument passed the electrical continuity test. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the maryland bipolar forceps had a loose conductor wire. The procedure was completing as planned with no reported injury. Intuitive followed up with the initial reporter and obtained the following additional information: site confirm instrument had a damaged black cable. The affected cable was loose and it remained with the insulation intact, no breakage was noted. Loss of cautery was reported as unknown. During the visual inspection, the instrument was replaced with a backup instrument. No signs of thermal damage were seen and no arcing was observed during procedure.